Event description:
It was reported that the patient presented in clinic. Upon interrogation of the device, high ventricular impedance, exit block, no capture and lack of ventricular sensing was noted on the ventricular lead in bipolar configuration. Upon review of the electrocardiograms, 10 consecutive premature ventricular contractions were recorded on (B)(6) 2018. Also noted was oversensing of suspected lead noise, and atrial and ventricular noise reversion episodes. Lead damage was suspected. The lead was explanted and replaced on (B)(6) 2018. The patient was great before, during and after the procedure.

Manufacturer narrative:
A complete lead was return in one piece. Damage fracturing all the five filars of outer coil was found at 21.0 ¿ 21.5 cm from connector pin consistent with clavicle crush damage was found. This is consistent with the observation from the field of no capture, high pacing lead impedance, noise, sensing anomalies and lead damage.